Event description:
It was reported that the customer went to the emergency room (ER) with an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Customer was treated with intravenous fluids of insulin and an insulin pen to address the elevated bg. Customer was discharged from the ER the same day with the issue resolved and no permanent damage. System check confirmed the pump was functioning as intended. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.